Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d1, d4, g3, g6, h2, h6, h10.

Event description:
It was reported that 9 years post implantation, the patient tripped over the sidewalk in a hurry resulting in a fall landing on her left shoulder and left side of her head.there is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on the evaluation of the provided medical records. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported to ed she tripped over the sidewalk in a hurry. Landed on left shoulder and left side of head, no loss of consciousness, no amnesia. Examination of the left shoulder in 2 directions. Normal bone structure. Comminuted proximal humeral fracture on the left involving avulsion and diastasis of the greater tubercle fragment. No significant humeral head rotation component. Some enclave. Otherwise intact osseous structures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that 9 years post implantation, the patient fell resulting in pain. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: netherlands. Multiple MDR reports were filed for this event, please see associated reports; 0001825034 - 2023 - 02669; 0001825034 - 2023 - 02671; 0001825034 - 2023 - 02673. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.